Event description:
It was reported that the console overheated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the console overheated.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: overheating when running. Probable root cause: circuit board failure, software failure. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.